Event description:
Per the clinic, the patient experienced discomfort and pain during MRI. It was also reported that the patient will require additional MRI scans in the future. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.